Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (s/n (B)(4) did not power on the autopulse platform. The battery was successfully charged in the autopulse multi-chemistry battery charger (mcc), and the status leds on the battery displayed 4 solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.